Event description:
It was reported that "the doctor found there was foreign material in connector during clinical inspection before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The sample was returned with the et tube, two suction catheters, and the swivel valve assembly. All components were returned in their original packaging. Visual examination of the returned sample revealed that there was a foreign material in the packaging. A small white material was found on the bronchial side of the et tube where the tube splits into bronchial and tracheal tubes. The packaging was confirmed to be completely sealed. The sample was sent to the manufacturing site with the foreign material. It could not be determined what exactly caused the foreign material to appear in the sample. The reported complaint was confirmed based upon the sample received. A non-conformance has been opened by the manufacturing site to further investigate this issue.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the doctor found there was foreign material in connector during clinical inspection before using on patient". No patient involvement reported.